Event description:
It was reported that a spectrum pump had an inoperable keypad during biomed testing. The customer stated that the blue soft key was not working. It was also reported there was no pt involvement.

Manufacturer narrative:
The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.